Manufacturer narrative:
The reported event occurred on a cobas 6000 e601 module (serial number: (B)(6). The investigation determined that the elecsys chagas assay performed within specifications. Calibration data from (B)(6) 2024 and quality control recoveries on the dates of measurement were within expected ranges. The investigation was limited as sample material was not available for further analysis due to logistical constraints. Pre-analytical conditions, including sample storage and handling, were reported to be appropriate, with no visible issues such as hemolysis, lipemia, or bubbles. A definitive root cause for the observed discrepancies could not be determined. No general product issue was identified.

Event description:
The initial reporter alleged discrepant reactive results with the chagas elecsys cobas e 100 v2 assay during instrument validation on the cobas 6000 e601 module for two patient samples. The results were not used for diagnostic purposes and were not released. For patient 1, the sample was initially tested on (B)(6) 2024 using the abbott architect chagas assay, yielding a result of 0.12 coi (non-reactive), and on the ethimax system chagas assay, yielding a result of 0.43 coi (non-reactive). During instrument validation, the sample was tested on (B)(6) 2024 using the elecsys chagas assay, yielding results of 2.27 coi and 2.37 coi (both reactive). The same sample was re-tested on (B)(6) 2024 using the abbott architect chagas assay, yielding results of 0.48 coi and 0.46 coi (both non-reactive). For patient 2, the sample was initially tested on (B)(6) 2024 using the ethimax system chagas assay, yielding a result of 0.35 coi (non-reactive), and on (B)(6) 2024 using the abbott architect chagas assay, yielding a result of 0.26 coi (non-reactive). During instrument validation, the sample was tested on (B)(6) 2024 using the elecsys chagas assay, yielding results of 80.84 coi and 82.50 coi (both reactive). The same sample was re-tested on (B)(6) 2024 using the abbott architect chagas assay, yielding results of 0.14 coi and 0.33 coi (both non-reactive), and on (B)(6) 2024 using the elecsys chagas assay, yielding a result of 85.55 coi (reactive).